Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 50696569, 50697310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included spironolactone. Other product or product use issues identified: medical device monitoring error "ablation (B)(6) 2013". Medical conditions: essure confirmation test(s) conducted, specify did you undergo an essure confirmation test: no. Concurrent conditions included endometrial polyp, uterine fibroids, penicillin allergy, uterine bleeding, chronic cervicitis, endometrial metaplasia, intramural leiomyoma of uterus, paratubal cyst, cervical polyp, cervical polypectomy, uterine dilation and curettage and post procedural pain. Concomitant products included acetylsalicylic acid (aspirin), hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen, methylphenidate, methylphenidate hydrochloride (concerta), nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On an unknown date, the patient started spironolactone at an unspecified dose and frequency. In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and amenorrhoea ("other injury(ies) or complication please describe: amenorrhea"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma, vaginal haemorrhage, depression, anxiety and amenorrhoea outcome was unknown. The reporter considered abdominal pain, amenorrhoea, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and general abnormal bleeding. Discrepancy noted in essure insertion date: (B)(6) 2008 and (B)(6) 2013. 4 coils visible from the right tubal ostia and 5 coils visible from the left tubal ostia. Discrepancy noted: previously confirmation test added but in current pfs it is mentioned as: did you undergo an essure confirmation test: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received. Lot number added. New events: abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression and mental anguish, other injury(ies) or complication please describe: amenorrhea were added. Onset dates added. Outcome for pelvic pain updated. Concomitant conditions and drugs added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and general abnormal bleeding. Discrepancy noted in essure insertion date: (B)(6) 2008 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Product indication and essure implant date updated. Explant date added. Events-general abnormal bleeding, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and psych injury were added. Event outcome updated for: physical pain/pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 50696569, 50697310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation (B)(6) 2013". Medical conditions: essure confirmation test(s) conducted, specify did you undergo an essure confirmation test: no. Concurrent conditions included endometrial polyp, uterine fibroids, penicillin allergy, uterine bleeding, chronic cervicitis, endometrial metaplasia, intramural leiomyoma of uterus, paratubal cyst, cervical polyp, cervical polypectomy, uterine dilation and curettage and post procedural pain. Concomitant products included acetylsalicylic acid (aspirin), hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen, methylphenidate, methylphenidate hydrochloride (concerta), nsaids since 8-feb-2013, paracetamol (acetaminophen) since 8-feb-2013 and spironolactone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and amenorrhoea ("other injury(ies) or complication please describe: amenorrhea"). In april 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), psychological trauma ("psych injury") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on 8-jul-2014. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma, vaginal haemorrhage, depression, anxiety and amenorrhoea outcome was unknown. The reporter considered abdominal pain, amenorrhoea, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and general abnormal bleeding. Discrepancy noted in essure insertion date: (B)(6) 2008 and (B)(6) 2013. 4 coils visible from the right tubal ostia and 5 coils visible from the left tubal ostia. Discrepancy noted: previously confirmation test added but in current pfs it is mentioned as: did you undergo an essure confirmation test: no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Lot number: 50696569 manufacturing date: 2012/10 expiration date: 2015/10 lot number: 50697310 manufacturing date: 2012/11 expiration date: 2015/11 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.